Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell was not confirmed. This was due to a lack of sample. Therefore, the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (renq-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During troubleshooting for a system error (se) 2240 and 2367 which occurred on the homechoice (hc) during use, the registered nurse (rn) revealed that the bag had fallen off and became disconnected from the machine. The rn was advised to start over with new supplies. During a follow-up with the rn regarding the reported problem, the rn stated that the bags became loose because it was not setup correctly. They stated due to the incorrect positioning of the bags, the bags fell and became disconnected. The rn stated they then immediately clamped everything off stopped the machine cycled the power then started over. The rn stated the patient continued therapy fine after that, no other problems were noticed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.